Manufacturer narrative:
It has been determined that the device is non-allergan and will be unreported. There is no complaint against an allergan device.

Event description:
It has been determined that the device is non-allergan and will be unreported. There is no complaint against an allergan device.

Event description:
Healthcare provider reported right side breast discomfort and intracapsular rupture via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.